Event description:
It was reported via repair work order that the stretcher zooms in reverse when the handles are depressed due to a malfunctioning pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.